Event description:
The mgr of facility engineering alleged that a pt was in the stretcher and the left siderail fell off the bed. The pt was not injured.

Manufacturer narrative:
The tech reported the clips that mount the siderail to the bed had broken off the siderail frame. The clips were missing the welds on the top portion of the clip. The tech replaced the siderail to repair the stretcher.